Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the catheter is being removed from the patient, it broke around the funnel. When it broke a piece remained inside of the patient, but it could be removed. The sample was not kept. The hospital used another sample to check if the catheter breaks easily. There was no patient injury and no intervention.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual examination was conducted on the returned sample and it was observed that the catheter was broke into two parts. The returned sample was realigned , and the total length was measured using a calibrated ruler. It was observed that the overall length was 305mm which still meets the specification (300mm-320mm) defined for this product. Both the catheter shaft and funnel were examined using dino-lite to analyze the break point. Based on observation, the torn edges were jagged and having excessive material at one side, as well as deform body surface indicating that there is some external pulling force was applied at the joint area suggesting the catheter to break into two parts. Uneven edge of broken shaft, (1.b) surface deformation due to surface been stretch out or in contact with sharp point. Review on the funnel, exhibit evidence of the shaft remnant was well intact to the funnel wall, this had suggested the shaft was once secured to the funnel. Nevertheless, as part of our initiative, positive released test has been implemented at injection molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0.75kg (for catheter size 6ch-10ch) and l kg load (for size 12ch and above) tested as per din en1616:1999. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
It was reported that when the catheter is being removed from the patient, it broke around the funnel. When it broke a piece remained inside of the patient, but it could be removed. The sample was not kept. The hospital used another sample to check if the catheter breaks easily. There was no patient injury and no intervention.